Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 5 mmol/l. Customer fell with shopping bags in hand. Customer had to have her shoulder put in place. Customer also lost some teeth. Nothing further reported.

Manufacturer narrative:
Intermittent button response due to corroded keypad traces. No button error alarms noted. Unable to perform functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. Cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and scratches display window noted during visual inspection.